Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the event description: progav valve mr break doesn't seem to be working appropriately. It feels like it is sticking and not as smooth as it usually is. This is making it challenging to reprogram the valve. Valve is being explanted and revised.